Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fibers outer flow and inlet flow tubes were inspected and no damage or blockages were found/no cooling issues could be confirmed. The fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in forward-firing condition of the side-firing surgical fiber. The most probably root cause of the fiber cap issue was determined to be localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was poor irrigation / a fiber cooling system issue at 31,600 joules of use. It is not known how the case was completed. Outcome: "no damages to patient".